Event description:
Caller reported experiencing repeated occlusion alarms, including an alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to try various troubleshooting steps to address the occlusion, including disconnecting and securing the tubing, delivering a bolus with the tubing directed downward, and handling the cartridge correctly. Despite these efforts, the occlusion alarms continued, and a blockage was found in the cartridge. Technical support assisted the caller in replacing the cartridge, but ultimately decided to replace the pump entirely. The customer was informed about the process to return the defective pump and agreed to use an alternate insulin delivery method, multiple daily injections (mdi), until a replacement pump was received. The pump replacement was confirmed to be within warranty, and the shipping details were verified.